Event description:
It was reported that the clinician wanted pacing turned off due to a high left ventricular lead threshold. It was noted that ventricular sense response feature needed to be programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.